Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the indications for surgical procedure? Pancreatic malignant tumor. What stapler was used with this cartridge reload? Psee60a. Was buttressing material used? No. What anatomical structure was device fired on? Stomach and intestine. Were any staple formation issues noted in primary procedure? No. What was the approximate blood loss? 3000ml. Did the patient require a blood transfusion? Yes. Are any additional photos or video available? No. What is the current patient status? Stable and left from hospital.

Event description:
It was reported that two days after the endoscopic pancreatoduodenectomy, noted blood pressure dropped rapidly, hemorrhagic shock occurred, and a second open surgery was performed immediately, noted the blood from one staple malformed with straight leg at 1/3 proximal end,and this is the only one bleeding point, other staples with good formation. Used suture to oversew to stop bleeding. The amount of bleeding is unknown. The patient is stable and left from hospital.

Manufacturer narrative:
Product complaint (B)(4). Photographic analysis: one photo was provided; the photo shows tissue. Bleeding is observed on the photo, however, no staples were noted on the picture. Based on the on the bleeding observed on the photo, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.